Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on april 23, 2026, the physician started sampling the endometrium with the device. The suction was reported to be working fine initially. However, after sucking a larger piece of tissue, it was reported that the device stopped suctioning. There was no fluid going through the tissue sock and little clumps of tissue were stuck in the line. A small piece of tissue was lost. The cavity was cloudy with little pieces of tissues. A second device was opened to complete the procedure. No other information is available.